Event description:
Reporter alleged the blood glucose monitoring device has been generating the same 175 mg/dl result for one week and has two results of 255 & 188 mg/dl in memory that she never received. Reporter stated that no actions were taken and no treatment was received as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.